Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016 and observed that the source of the issue was the tubing from the color gravity module (cgm). The fse replaced the tubing. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported patient samples are discolored (green) while processing on their ichem velocity automated urine chemistry system. A contained leak was also observed in the instrument consisting of approximately 5ml in volume. The operator was wearing personal protective equipment (ppe) consisting of a lab coat an gloves . There was no exposure to open wounds or mucuous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.